Manufacturer narrative:
Batch review performed on 26 august 2021: lot 173023: (B)(4) items manufactured and released on 02-aug-2017. Expiration date: 2022-july-14. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold without any similar reported event.

Event description:
The patient came in reporting pain due to a loose patella. The cause of the loose patella is unknown. 3 years and 10 months after the primary surgery, the surgeon revised the patella and poly and the surgery was completed successfully.